Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 34 mg/dl, 125 mg/dl (inform (B)(4)) and 114 mg/dl (inform (B)(4)). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
A (B)(6) male pt's wife called in to zoll lifecor customer support to report that the pt's battery was unable to charge. Support issued the pt a replacement battery pack.

Manufacturer narrative:
(B)(4).